Manufacturer narrative:
The lot/batch/serial is unknown. Therefore, a service history review cannot be performed. Based on the information available, the customer reported event cannot be confirmed. Specific product identifiers (lot number, batch number, and/or serial number) were not provided and could not be determined at this time. However, all device history records (DHR) are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this lot/batch/serial number cannot be performed as the lot/batch/serial number is unknown. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that tubing of an ophthalmic phacoemulsification (phaco) handpiece disconnected during a cataract surgery. The surgery was completed with no patient harm. This is the second of three reports for the reported event from this facility.